Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm noted during testing. The pump also had a cracked reservoir tube lip, a cracked case near the display window corners, and a missing end cap sticker noted.

Event description:
It was reported that the insulin pump alarmed button error during normal device use. The caller did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.